Manufacturer narrative:
The customer resolved the issue by replacing the ict module. No additional discrepant patient result issues have been reported since the module was replaced. List number 09d28-04 ict module/lot 210629 was determined to be the cause of the issue. A review of the analyzer service history revealed no similar service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of device history records and trending data for the ict module identified no trends, non-conformances or potential non-conformances related to the complaint issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. The customer's normal range is 134 to 145 mmol/l. On (B)(6) 2021 patient sample 2 generated 119, 135 and 135 mmol/l. No impact to patient management was reported.